Event description:
Despite the date and time of the programmer were wrong, there is no warning message displayed to the user as expected with smartview 2.20.

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was mfg and used outside the united states. Analysis is pending.